Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: pieces. On the distal portion, an insulation abrasion exposing the outer coil was noted at 22.6 cm to 22.7 cm from the distal tip. The abrasion was consistent with constant friction to another implantable device. The outer insulation was also damaged at 24.4 cm to 24.5 cm from the distal tip as a result of clavicular crush.

Event description:
It was reported that during a routine device replacement procedure, the right atrial lead exhibited an insulation anomaly. The lead was explanted and replaced.